Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose (bg) level was 286 (mg/dl). It was confirmed the customer was able to successfully load a new cartridge onto the pump. A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.